Manufacturer narrative:
This is the same event as 3010536692-2015-00875.

Event description:
Allegedly, patient suffering from mom complications: pain, discomfort, dysfunction including metal counts right.